Event description:
Information received by medtronic indicated that the customer received an unknown pump error. It was reported that the customer was diagnosed with ketones and had been hospitalized. Troubleshooting was performed and the customer had also reported an unknown malfunction on the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1 and force sensor. Moisture damage on the motor and on the pcba 2. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump history file lists data from 01/16/2023 to 06/19/2023. There was no data available on the event date 08-sep-2023. However, critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 06/19/2023 15:16:35.000 and on 06/19/2023 15:26:00.000 due to corroded force sensor. E/a alarm unspecified was confirmed (found pump error 35 in the pump history file). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case battery tube side and pillowing keypad overlay. The pump history file lists data from 01/16/2023 to 06/19/2023.unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 08-sep-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 08-sep-2023 in the pump history file due to no data available. Unable to perform the functional test due to critical pump error (open book image) alarm. E/a alarm unspecified was confirmed (found pump error 35 in the pump history file). Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Unable to confirm alleged dka. Unable to upload to carelink confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.